Event description:
Siemens 900c vent started to alarm while on pt. Expired minute volume meter maxed on meter. Unit stopped ventilating. No adverse event on pt. Respiratory therapist in room when event occurred.